Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Additional information - valve has been removed successfully from the patient abdomen. (B)(6) 2014. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed a portion of the septum had been torn off. No other damages or defects were observed. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Event description:
Unknown - "a valve has separated from the device and fell inside the abdomen of the patient." Patient status - "ok".